Event description:
Monitor which was left on x4 days over heated causing plastic housing to melt and gave off caustic odor throughout facility. Requiring fire dept to be called out and evacuation of immediate area.